Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported midline found leaking. Additional information received 10/27/2020: it was reported the midline was placed on (B)(6) 2020. The patient was receiving rocephin while receiving rehab in the hospital and it was noted to be leaking out of the midline insertion site. The midline was removed by IV therapy service in the hospital. The removed midline is 13cm long. This was deemed an appropriate length based on the patient's size and the placement of the midline. A PICC line was placed on the right arm following the removal of the midline from the left arm.

Event description:
It was reported midline found leaking. Additional information received 10/27/2020: it was reported the midline was placed on (B)(6) 2020. The patient was receiving rocephin while receiving rehab in the hospital and it was noted to be leaking out of the midline insertion site. The midline was removed by IV therapy service in the hospital. The removed midline is 13cm long. This was deemed an appropriate length based on the patient's size and the placement of the midline. A PICC line was placed on the right arm following the removal of the midline from the left arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 3fr s/l provena powermidline midline catheter. Usage residues were observed throughout the sample. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.